Event description:
Event description guidant received information that this implantable endocardial lead was measuring impedances of over 125 ohms on the shock channel. The lead is a competitor's product. The lead and device were evaluated invasively.